Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured obturator tip. The edges were warped, and the material was stretched at the fracture location. Based on the condition of the returned unit and event description, it is likely that the obturator tip fractured due to excessive heat exposure from a scope or light cable used during the procedure. It is possible that the heat softened the material of the obturator tip, which made it more susceptible to damage when force was applied.

Event description:
Procedure performed: lap sleeve gastrectomy. Event description: the surgeon, [name], was attempting first entry via ctf73 trocar when the obturator tip broke off during attempted insertion. Intervention: another trocar was opened and procedure continued. Patient status: unaffected.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap sleeve gastrectomy. Event description: the surgeon, [name], was attempting first entry via ctf73 trocar when the obturator tip broke off during attempted insertion. Intervention: another trocar was opened and procedure continued. Patient status: unaffected.